Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. Similar reports have been received for the reported problem.?a follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of "not holding a battery charge" was confirmed during product evaluation. The root cause of this condition was assigned to use/user error. The main batteries and battery harness were replaced to correct this condition. A service history review revealed that this device was previously serviced for the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with not holding a battery charge; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.